Manufacturer narrative:
(B)(4). Concomitant products: femur size f right catalog 00576401652 lot 62065992; articular surface size ef 12mm catalog 00596204012 lot 62134158; stem extension replacement screw catalog 00598009000 lot 62165345; taper stem plug catalog 00596009900 lot 62173203; all poly patella 32mm dia. 8.5mm thick catalog 00597206532 lot 62164928; stryker antibiotic bone cement catalog 6197-9-001 lot mbt020; stryker antibiotic bone cement catalog 6197-9-001 lot mbt020. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00224, 1822565-2017-03598, 1822565-2017-03599, 0002648920-2017-00344, and 0002648920-2017-00345.

Event description:
It was reported that the patient underwent a right knee revision procedure approximately five years post implantation to allergic reaction to the implanted components. Patient was also experiencing pain, stiffness, and clicking. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative and office visit notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends